Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4) clinical study. It was reported that post a coronary artery stenting treatment procedure, the patient experienced angina. The 90% stenosed target lesion located in the mid left anterior descending (lad) was 10.0mm long with a reference vessel diameter of 3.0mm. Predilation was performed with two balloons which were 15.0mm long and 2.0mm diameter. The physician deployed a 3.0x12mm taxus express2 stent in the lesion. Post-dilation was performed with a 3.0x12mm balloon. Residual stenosis was 0%. In (B) (6) 2009, a 2-year follow-up found the patient's anginal symptom had changed for the worse since the result of 1-year follow-up. The patient was discharged on aspirin and panaldine. Additional information has been requested, but not yet received.